Event description:
It was reported that the patient started to feel pain going down into her leg; the patient's pain started about two weeks previous. The patient was being hurt so bad that she had to turn her stimulation off. The patient's pain was getting worse, below her knee. The patient has had her implantable neurostimulator (ins) checked a couple of times. The patient had her settings changed but it did not help the pain. The patient met with her physician and the ins was turned off. The patient felt pain without the ins turned on. The patient had an "infection or something" around the ins. The ins area was hurting the patient. If the patient sat for a period of time that it "hurt around the stimulation." The patient had been in pain for the previous 5 to 6 weeks and it was "getting on her nerves." It was noted that the patient had a fall about one year ago, specifically, off her bed. The patient had physical therapy for 4 weeks afterwards. The right leg was pulled on the right side. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot#: v098069, serial#: implanted: 2008 (B)(6), explanted: product type: lead, product ID: 3037, lot#: serial#: (B)(4), implanted: 2008 (B)(6), explanted: product type: programmer, patient. (B)(4).